Event description:
Break on the groshong PICC catheter. The PICC-line was inserted (B)(6) 2012 so the PICC had been used nearly half a year. The catheter had been used for both cytostatic and nutrision infusions, oncology pt. The break 6-7 cm from the hub and close the 36cm marker on the PICC so the break was under the skin. The break in align with the catheter not perpendicular like a cut. And the break is quite big 2.5mm.

Manufacturer narrative:
The complaint of a leak in the catheter is confirmed and will be reported as user related. Returned or eval is one assembled 4 fr groshong catheter. During functional testing a spraying leak was observed emanating from the 36 cm depth marker. Microscopic examination of the leak site reveals an arcing, longitudinal slit in the blue radiopaque stripe. Gross microscopic examinations and functional testing showed a coagulated residual material intermittently throughout the length of the catheter distal to the burst site. No other related damage to the ID or od of the tubing was observed. The characteristics of the damage found on the complaint sample are features usually associated with burst damage secondary to over-pressurization. This residual material has impeded the function of the catheter. The three way valve is unremarkable. A proper flushing protocol must be maintained and in order to reduce the risk of occlusion. To help prevent clot formation and catheter blockage, the catheter should be flushed with normal saline after each use. The product IFU gives descriptive info on proper flushing of the catheter and maintenance techniques. A lot history review (lhr) of rewf1408 showed no other similar product complaint(s) from this lot number.